Event description:
The surgeon reported that a pt had undergone a revision in (B)(6) 2011. The pt reportedly had an abg2 modular stem and a mitch cup and was suffering from pain and a severe infection. Upon revision of the mitch cup the surgeon noticed that there was black debris at the neck/stem interface and metallosis was taken into account. The pt received a trident cup ceramic on poly but had to be revised a second time (stem) in (B)(6) 2012, this has been captured under per (B)(4). By the time of the revision in (B)(6), the surgeon had not planned to report this and hence discarded the explants. The sales rep has tried to obtain device details without any success.

Manufacturer narrative:
This report is documenting stryker's devices involvement in the reported event that occurred during a revision of depuy devices in dec 2011. Although the surgeon noticed black debris at the neck/stem interface and suspected metallosis, the abgii modular stem and neck were not revised at the time. Cat numbers and lot codes of other device listed in this report: unknown mitch cup: cat # mac-9988-xxxx, lot# unk, MFR: depuy. Unk mitch modular head: cat# mmh-9988-xxxx, lot# unk, MFR: depuy. Abgii modular long neck (reported under MFR# 9616680-2012-00283): cat# 4845-4-416, lot# g2684178. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. The subsequent revision of the stryker devices are reported under MFR #'s 9616680-2012-00284 and 9616680-2012-00285.